Event description:
(B) (4) study.same case as 2134265-2010-02641.it was reported that during a carotid artery stenting procedure the patient experienced hypotension.the target lesion was located in the ostium of the right internal carotid artery with 90% stenosis, a length of 10 mm, and a reference vessel diameter of 5 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. During the procedure, the patient experienced hypotension. The patient was treated with medication. The event resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B) (4).device evaluated by manufacturer:as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4).